Event description:
It was reported that the patient undergo acl surgery on (B)(6) 2014 where an endoscopy cannulated drill bit was used. Broken endobutton pieces were found in the knee joint during revision surgery last year (2017).

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.